Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: needles are clogged, not working. Cannot even push air bubble thru them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2025237. Medical device expiration date: 31-dec-2026. Device manufacture date: 25-jan-2022. Medical device lot #: 2025238. Medical device expiration date: 31-dec-2026. Device manufacture date: 25-jan-2022. Medical device lot #: 2025239. Medical device expiration date: 31-dec-2026. Device manufacture date: 25-jan-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: it was reported the needles were clogged. A device history record review was completed for provided lot numbers 2025237, 2025238, 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of batches 2025238 and 2025239. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with no sample analysis the symptom reported could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: needles are clogged, not working. Cannot even push air bubble thru them.